Manufacturer narrative:
Section a4, a5, a6: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Therefore, it was not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 incision enlarged. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was defective and had an unfolding problem during a procedure. The lens was partially inserted into the patient's right eye, that necessitated an incision enlargement and suturing. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. Through follow up, it was confirmed there was lens damage and the lens was partially inserted. An incision enlargement and suture were required. Additional information was provided clarifying that the suture was prophylactically used to prevent a leak. The implantation of the replacement lens was done successfully. No other information was provided.